Event description:
I am having to have surgery to remove essure permanent birth control from bayer. I'm having the surgery due to pelvic pain, heavy periods, and allergy from the device that was implanted in 2013.